Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. (B)(4). Final analysis found that a partial lead was returned. The outer insulation was noted to be abraded at multiple locations near the distal end. The abrasions were consistent with exposure to constant friction against another implantable device.